Event description:
Reportedly, during patient use, the alarm was silenced automatically. The down arrow button was also observed to be inactive. The patient was transferred to another ventilator. There were no serious or negative patient consequences reported.

Manufacturer narrative:
(B)(4).